Event description:
The band and port were removed and replaced. There was no patient consequence.

Event description:
It was reported via clinical study that the patient has worsening hiatal hernia and was experiencing severe reflex whenever given moderate restriction. Patient to have surgery to repair the hernia, remove current band and replace with a new band.

Manufacturer narrative:
(B)(4). Device remains implanted. Additional information:did the patient have a hiatal hernia prior to band implantation?no, they did not.has the patient be unable to tolerate band adjustments?patient has experienced discomfort and inability to tolerate food and fluid after a band adjustment.has the patient had to have fluid removed after a band adjustment due to inability to tolerate the restriction? Yes, patient has had fluid removed after band adjustments because of her inability to tolerate the restriction. Has the patient experienced nausea and vomiting? Yes, patient has experienced both nausea and vomiting.has a surgery date been scheduled for the hh repair and band replacement?patient is scheduled for pre op visist (B)(6) 2013.

Manufacturer narrative:
(B)(4).